Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the patient and confirmed as accurate. The patient's physician has increased their basal insulin dosages and the patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient received ems treatment for hypoglycemia.